Event description:
It was reported that the patient's transmitter power adapter box smelled burnt and had sticky substances. The transmitter was removed and replaced. No patient consequences were reported.

Manufacturer narrative:
The field complaint of a no power issue and burn odor was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The prongs were removed and burn damage was noted on the green contact strips, as well as a burnt odor. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and burn damage.